Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 4mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was unable to cross the lesion and had torn at the same time due to the calcific lesion. Another 3.50mm x 8mm nc emerge balloon catheter was advanced and had the same issue. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was unable to cross the lesion and had torn at the same time due to the calcific lesion. Another 3.50mm x 8mm nc emerge balloon catheter was advanced and had the same issue. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.